Event description:
It was reported by the sales consultant: patient experiencing pain sometime in (B)(6) of 2012 after hearing a pop in back, and where the patient started to experience constant stabbing pain which radiated to patient's right hip. Revision surgery of l2-l3 fusion (initial implant/surgery performed in (B)(6) 2012, with no inter body) performed on patient on (B)(6) 2013, as x-rays demonstrated the left rod had slid out of the cranial head and down through the caudal head. Further, x-rays also showed the exhibited the right sided construct caudal head had popped off the screw. The surgeon decided to replace two screws, all heads, all locking screws, and rods. It was also reported the patient have had multiple spine surgeries in the past, including prior fusion down to l5, where screws were left intact, but where the heads had been removed. This report is for a ti click-x locking cap for ti 3-d head. This is 6 of 12 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported patient implanted with device on unknown date in september of 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment; not diagnosis. Explant date: date removed, due to devices still implanted. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Explant date: (B)(6) 2013.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date manufacture received - 8/1/2013, not previously reported. The product development evaluation was completed. It concluded: the pedicle screws, rods, 3d heads and locking are from the click x pedicle screw system. They are referenced in the ckick x technique guide. The cause of the head popping/dislodging off of the screw and the rod slipping may have been due to the overall instability of the construct from the initial surgery and/or patient activity. One of the flanges of one of the heads was damaged. The slipping of the rod on the contralateral side may have been due to insufficient locking cap placement during the tightening of the implants initially. All materials are adequate for the devices intended use. There is not enough information in the complaint description. A manufacturing evaluation was completed. It remarked, the parts are in a used condition, different discolorations and stress marks visible. Still human residues in holes present. The conclusion stated the parts of this complaint were decontaminated three times, once in monument and twice in oberdorf, but it was impossible to remove the human residues within the holes. In this condition no manufacturing evaluation is possible as this would contaminate the measuring instruments and gauges which are used for the final inspection after manufacturing. A visual inspection was performed and no manufacturing related deviation could be detected, all visible damages were either caused during insertion, in situ or extraction of the part. The performed DHR review did also show no discrepancies from the specification. Blank fields on this form indicate information that is unknown, unavailable or unchanged.